Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection showed that the adapter was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument or rough handling during loading. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lobe resectioning, the devices were determined to be defective. To complete the procedure, a new device was used. No patient injury.